Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the legal manufacturer¿s investigation. The device was returned to olympus for evaluation. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the light guide rod lenses were chipped. There was peeling in the bending section cover adhesive. Switch button rubber one (1) was pierced and leaky, and the angulations were out of specification. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. The relationship between the event and the device could not be determined. The instructions for use (IFU) provides the following guidelines: reprocessing manual: 1.4 precautions warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and two (2) colonies of micrococcaceae and two (2) colonies of coagulase negative staphylococci were identified. The results obtained comply with the target level defined in the regulations of (B)(6) outlined on (B)(6)2016. The cleaning, disinfection, and sterilization (cds) evaluation was performed the by the customer. Asept inmed was used for manual treatment/bedside precleaning along with anios clean excel d detergent and anioxyde 1000 disenfectant. The biopsy valve, air valve, and suction valve were manually cleaned. The endothermo disenfector was used as the automatic endoscope reprocessor (aer) with endodet detergent and endodis disinfectant. The scope was stored in a closed plastic box after treatment. Maintenance was performed by olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii colonovideoscope tested positive for one (1) colony forming units (cfu) of pseudomonas species. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.